Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received that prior to the implant, the loading process was performed by an experienced valve loader. It was noted the delivery catheter system (dcs) capsule was slightly arched. During implant, multiple deployment attempts were made. When turning of the deployment knob, difficulty was noted. The valve was recaptured due to full release could not be obtained, and when recapturing the valve, some resistance was noted when turning the handle. The valve was implanted in the native annulus. There was no patient anatomy that contributed to the deployment issue. A procedural delay occurred due to the capsule of the dcs. Following the valve implant procedure, a misload was confirmed via fluoroscopy due to paddle out of pocket and was slightly floating. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received without a valve loaded within the capsule. The handle was intact. The device was received with the nosecone over-captured by the capsule. There was a slight bend to the capsule. There were two protrusions visible to the capsule at the capsule midsection. There was deformation to the distal end of the capsule. Significant resistance was noted when attempting to retract the capsule. Severe damage was noted to the inside of the capsule under the area of deformation at the distal end of the capsule. The trigger could be moved to fully advanced and retracted positions with significant resistance due to interaction between the spindle and the inner capsule damage and locked in place when released. The tip-retrieval mechanism was intact, with significant resistance when tested. The device was returned with the end cap/screw gear snap fit connected. The inner member shaft and spindle hub was intact with no evidence of damage. A valve could not be loaded due to the damage to the inside of the capsule. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that prior to the implant of this transcatheter bioprosthetic valve, a misload was identified due to a defect and it was reported that the paddle was loaded with one side floating. It was noted the capsule portion of the delivery catheter system was distorted during the loading check; however, this was not noticed at the time of the procedure. As such, expansion was initiated without valve replacement. During the implant, strong resistance of the handle was felt at the beginning of deployment. Furthermore, the movement of the handle and the capsule were not connected, so the capsule could not be pulled even when the handle was turned. When fluoroscopy inspection was performed and when the click sound of the handle was heard, only about 50-60% of the valve was deployed. When the handle was turned to the usual point of no recapture position, the handle was all the way turned and full release was impossible. A discussion was made regarding whether to recapture and remove the device, but the patient¿s hemodynamics became unstable. So, it was decided that a trial and error would be made as to whether the final deployment could be performed. When recapture was repeated several times, the handle was turned as usual, and full release was achieved. The valve was placed successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Product ID l-evolutfx-2329; product type: 0195-heart valves; implant date; explant date continuation of d10: section d information references the main component of the system. Other relevant device(s) are: product ID: evolutfx-29, serial/lot #: (B)(6), ubd: 27-jan-2025, UDI#: (B)(4), product analysis: the valve remains implanted and the dcs was returned; therefore, details to determine the type of investigation are not yet available, but are being sought. Conclusion: without the completed investigation, no definitive conclusion can be made regarding the clinical observation. Select patient information cannot be included in regulatory report due to regional privacy regulations. Medtronic has requested additional information pertaining to this reportable event. If additional reportable information is received, a supplemental report will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.